Event description:
The site reported the following sequence of events: an inexperienced staff member set up the continuum infusion pump with midazolam. The nurse primed the tubing manually and connected it to the patient's cannula. They initiated what they thought was a bolus dose by pressing prime/bolus but did not realize that when the continuum is not performing an infusion, this button directs the pump to prime with a maximum volume of 40ml. The continuum prompts the user to ensure the patient is disconnected and then press start/ok, but the staff member did not take notice of this warning and proceeded to administer an overdose of around 12-14ml of midazolam before the error was realized and the infusion stopped. The patient was reportedly "severely compromised and medically treated immediately"; however, the exact details were not provided. Resuscitation was reportedly not needed. We have made multiple attempts to obtain additional information including: the patient's age, sex, and weight, the serial number of the infusion pump that was in-use, and more details surrounding the patient's specific symptoms and the treatment that was provided. At this time, the site hasn't provided the requested information.

Manufacturer narrative:
The site reported that the device performed normally. The continuum prompts the user to ensure the patient is disconnected and then press start/ok before priming the tubing. The customer accepted that the continuum pump performed accurately and the error was due to misuse. Our distributor confirmed that initial training was provided at the time of system installation. The quick use guide was supplied and attached to the system. After the reported event, the site requested additional training which was completed in 2009.